Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Cts instructed the caller to perform specific actions, resulting in confirmation that the occlusion was not active as the alarm had already been dismissed and insulin was resumed. There was no adverse impact to the customer's blood glucose level, with the highest reported value being 264 mg/dl. The customer resolved the issue by dismissing the alarm, refilling insulin through the tubing, and resuming insulin delivery.